Event description:
Philips received a complaint indicating that a user observed inaccurate pulse rate measurements derived from spo2, citing a weak signal and vibrations in the smur ambulance as possible contributing factors. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.